Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had low power. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided. The date of the event is unknown.